Manufacturer narrative:
Suspect device received on january 26, 2023. Device evaluation completed on january 28 , 2023. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 475cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 25-year-old female who underwent a primary breast augmentation with a mentor memorygel, 475cc silicone prosthesis experienced left sided capsular contracture grade IV post procedure. As a result, patient underwent bilateral replacements as follow; left catalog number: 3505004bc, left serial number: (B)(4), right catalog number: 3505004bc, right serial number: (B)(4) on (B)(6) 2023.

Manufacturer narrative:
Additional information received on march 28, 2023 indicated that the patient also underwent left-sided capsulectomy. Manufacturer¿s reference number: (B)(4).